Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The evaluation findings reported minor scratches on the plastic cover, tiny edge chips on objective lens and light guide lens, bending cover glue cracked, insertion tube with cut boot, dents and scratches, auxiliary water flow passing through at high pressure with thin stream, scope connector has dents and scratches. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00357.

Event description:
The customer reported to olympus, when the physician stepped on the pedal during the procedure, the water flow was too high and damaged the mucosa. A request for additional information is in progress.

Event description:
Additional information received from the customer: the procedure was a diagnostic esophagogastroduodenoscopy. There was no procedural delay. The patient had mucosal bleeding in the stomach which stopped on its own. The patient recovered without any issues and did not have any follow up treatment. The physician does not think there is a causal relationship between the event and the olympus device. The customer also stated the flusher channel was too firm and there were no problems with other scopes. The ancillary water device was medivator's endogator.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5 and h10. Investigation activities have been opened to manage the actions related to this issue and any required MDR report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer identified no abnormality of water feeding/auxiliary water function and determined although there was no information to indicate obvious misuse, abnormal water pressure of auxiliary water channel is safely detectable before using the device for procedure; the instructions for user (IFU) instructs how to inspect auxiliary water function in the following item. The instructions for use includes the following: the event was preventable chapter 4 operating instructions: for safety reasons, start the water flow at the minimum level and increase it progressively until the appropriate level for the patient's condition has been identified. Olympus will continue to monitor field performance for this device.